Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the device running intermittently could not be confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the trigger was sticking, the contacts were damaged, wire insulation on electronic control unit were damaged, electric motor emitted an unusual noise, seals and trigger components were worn. The assignable root cause was determined to be wear from normal use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during a total knee surgery procedure, it was observed that the battery oscillator device was running intermittently. It was reported that there was no delay to the surgical procedure as an identical spare device was available for use. It was reported that the surgery was successfully completed. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.